Event description:
A pt reported experiencing inaccurate erratic results with a otb original meter. The pt's blood glucose results were 167mg/dl, 170mg/dl, 94mg/dl. Tests were done within <10 mins with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.